Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the therapy cap was faulty. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Here was no malfunction observed with the device and the requested part for stock (dfm100 assy capacitance 453564489001) was supplied to the customer. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.